Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and found that the user setup the minute volume in spontaneous mode but this patient was not breathing spontaneously. The ventilator did not malfunction as the user had applied the wrong setting. The user was instructed as to the correct setting for the intended use of the device. No parts were replaced. The device was placed back in service at the user facility.

Event description:
It was reported that during patient use, a ventilator did not display the minute volume or inspiratory expiratory ratio. The patient was transferred to an alternate device. There was no report of patient harm as a result of this event.